Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port 8fr groshong catheter was returned for evaluation. A visual and microscopic evaluation was performed. The catheter was returned in two segments. The proximal segment constituted a catheter segment measuring approximately 7.2 cm in length, attached to the port body with a cath-lock. The distal segment was a portion of the catheter measuring approximately 5.3 cm in length showing a second break at the distal end. The overall distal portion of the catheter was not returned. Both ends of the proximal break were partially rounded in shape with areas appearing cleanly cut, very perpendicular to the catheter, and a grainy break surface. However, no pattern transfer or sharp instrument damage were noted. Also, a longitudinal split extending from the proximal end of the break can be noted. The split through the clear material of the distal end of the distal segment was almost exactly perpendicular to the catheter, and the break texture was smooth and grainy. The blue material was broken at a taper, with more material on the outside. This tapered break surface appeared relatively smooth, though some residue appeared to be present thereon. The tip of the blue material was roughened on the outside. Tactual evaluation of the distal segment found that its distal end manifested notable tensile weakness. Significant surface deformation/roughening/deposition was noted on the outside of much of the catheter, but was confined solely to the blue stripe. Eds testing and sem photography was used to examine this phenomenon. Sem photographs showed, in detail, great irregularity in the surface material. Eds testing showed concentrations of calcium and phosphorus in the surface material on the blue stripe. Based on the returned sample condition, the investigation cannot confirm the report of difficult catheter removal. The report of difficult catheter removal cannot be confirmed with the information available, and therefore no root cause can be determined. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include fibrin sheath formation around the catheter, causing it to adhere to the vessel. However, the catheter manifests flexural fatigue, which arises from the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. In addition, deformation on the blue stripe on the outside of the catheter which contained mineral deposits was identified. The reason for the surface degeneration, and its precise contribution to the reported difficulty of removal, if any, is unknown at this time. Label review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during placement of the device in the left subclavian vein the catheter allegedly fractured, the fracture/break was subcutaneous approximately 12 cm and 7 cm from the port body. The catheter had embolized in the patient in the svc (superior vena cava) / ivc (inferior vena cava). It was further reported that the distal catheter segment was difficult to remove due to thrombus, however, the segment was able to be successfully removed. The patient felt pain during saline infusion and the break was found during removal. The port body was removed percutaneously. The patient was stable at the conclusion of the procedure.